Event description:
No additional information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post op of a low anterior resection, the patient was brought back to surgery for a reoperation due to a post op leak. No additional information is available. The device was discarded. Additional information being requested.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.